Event description:
During non-clinical activity, the user reported that the centrifugal drive motor was being re-arranged and the black knob disintegrated off the post. There is no longer a way to mount the centrifugal drive motor. There was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.